Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and the mesh was implanted. It was reported that following the procedure, the patient experienced pain in her legs, stomach and groin. It was reported that the patient underwent removal surgery on (B)(6) 2020, due to the mesh had eroded. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.